Event description:
Crews responded to a medical call, patient was in v-tach, defibrillation electrodes were attached to the patient. Reportedly when the charge key was pressed the device indicated connect cable. All connections and the electrodes were checked for proper attachment, the connect cable message could not be cleared. Als protocols were started and a back up device was called for. By the time the back up device was obtained the patient had become asystolic. The patient was not resuscitated. Medtronic clinical specialists evaluated the electronic patient event record and concluded that defibrillation was not indicated; the reported problem likley did not cause or contribute to the patient's outcome. The patient's ECG was pea.